Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle that there is a discrepancy in the UDI code. The following information was provided by the initial reporter. The customer stated: ¿discrepancy UDI code fnc1 (function 1 symbol character) missing after variable length data".

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746, lot/batch #: 1323770. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect / missing label information with the incident lot was not observed. Barcode scanning results were not provided in the photo. Additionally, the barcode on the retained label in the manufacturing records was re-scanned and no issues were observed relating to incorrect / missing label information as all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect / missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle that there is a discrepancy in the UDI code. The following information was provided by the initial reporter. The customer stated: ¿discrepancy UDI code fnc1 (function 1 symbol character) missing after variable length data."